Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they started feeling pain about a week ago. The patient did not have a clear event date for the reported symptoms. The patient said they did not have any infections, but they said they were having spasms now. The patient said that they were going to the bathroom and not emptying and that they catheterize too. The patient also said that they had "fails," and it was bothering them right now. The agent assisted patient to access their therapy settings. The patient increased the stimulation over the phone and confirmed feeling the sensation. The agent tried to clarify if the patient was getting a 50% reduction of symptoms, but the patient stated, "as of today, it increased to 100%, and it was probably 5%." The patient said it's been like this for almost 2 years. The agent reviewed therapy guidelines. The patient was redirected to their healthcare provider to further address the issue.